Manufacturer narrative:
Based on the claim against the product by the customer noting a broken harmonic ace instrument tip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. Failure analysis found the primary failure of a broken blade to be related to the customer reported complaint. The blade broke at roughly 0.11¿ from the base, and the broken piece was not returned with the instrument. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer observed that the harmonic ace instrument's tip was broken. The customer confirmed that no fragment fell inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.